Manufacturer narrative:
Eval: our lab eval of the product said to be involved could not confirm the report as it was described. The ligator barrel was returned with five ligator bands remaining in position. During our lab analysis, the ligator was loaded onto an endoscope that is in a curved position to simulate worst-case scenario. All of the remaining ligator bands deployed appropriately. The inner diameter of the ligator bands was verified to be within the appropriate mfg specs. Three unused devices were also returned from the user facility to aid in our eval (one device from the lot number said to be involved and two devices from unaffected lots). These devices were tested in the same manner described above. All the ligator bands functioned appropriately. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved and the unused product functioned as intended . A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. Prior to distribution, all 10 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During esophageal banding, the physician used a cook saeed 10 shooter multi-band ligator. The user indicated the ligator band was not tight enough to remain in position on the varices. Another ligator was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.